Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that she found the catheter broken while the patient was using the pump and sometimes the needle is bent when she changes the infusion set. She noticed the problem because the patient had high blood glucose values (350/450mg/dl). No adverse event reported. A request was made for the return of the device.